Event description:
The user facility reports that the tonsil snare failed to cut through tissue and release, necessitating the surgeon to remove additional tissue to free the snare and tonsil tissue. The snare push rod that is attached to the movable handle, jumped out of the channel and jammed, preventing the snare contraction around tonsil. The surgery technician had to remove the thumbscrew to reset the snare. It appears that the distal channel is bent. The physician was concerned about where the snare was positioned, too close to carotid artery.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor j. Jammer surgical instruments.